Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("after this treatment (essure insertion) several physical complaints developed"). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 688 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 27-year-old female patient who had essure (batch no. 808911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue symptoms"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), irritable bowel syndrome ("irritable bowel syndrome"), chronic fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), oedema peripheral ("oedema and pain in her leg"), pain in extremity ("oedema and pain in her leg / feet pain"), alopecia ("hair loss"), bladder disorder ("bladder problems"), panic attack ("panic and stress attacks"), stress ("panic and stress attacks"), skin disorder ("skin problems"), exostosis ("heel spurs") and mental disorder ("psychological problems"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fatigue, rheumatoid arthritis, irritable bowel syndrome, chronic fatigue, amnesia, disturbance in attention, oedema peripheral, alopecia and bladder disorder was resolving, the pain in extremity had resolved, the panic attack, stress and mental disorder had not resolved and the skin disorder and exostosis outcome was unknown. The reporter considered alopecia, amnesia, back pain, bladder disorder, disturbance in attention, exostosis, fatigue, irritable bowel syndrome, mental disorder, oedema peripheral, pain in extremity, panic attack, rheumatoid arthritis, skin disorder, stress and chronic fatigue to be related to essure. The reporter commented: essure was implanted at the age of 28 years old, after 4 years, 3 months and 8 days the implanted was removal and immediately after it, the symptoms already decreased significantly, however other symptoms did not disappear, she still suffers from physical and mental issues. Lot number:808911 manufacturing date: 2010-11 expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: new lawyer was added as reporter, primary reporter name was corrected, patient initials was updated; essure date of explanted was added; the following events were added: fatigue symptoms, rheumatoid arthritis, irritable bowel syndrome, chronic fatigue, back pain, memory loss, concentration problems, oedema and pain in her legs, feet pain, hair loss, bladder problems, panic and stress attacks, skin problems, heel spurs, psychological problems; and event xenobiotic material removed was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 808911) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: lot number was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 808911) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number:808911 manufacturing date: 2010-11 expiration date:2013-11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: updated quality safety evaluation of ptc (batch information) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: report was now received from lawyer. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 688 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(4) 2017: internal correction, event deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.